Event description:
The patient received her scs system on (B)(6) 2008. It was reported, the patient is receiving accurate stimulation; however, the patient has discomfort at the ipg site. It was reported that recently, the patient is feeling heating at the site occasionally. This heating occurs more frequently when the ipg is on. The patient will work with her physician regarding this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.